Event description:
As reported, the balloon of 6/7f mynx control vascular closure device (vcd) ruptured during the procedure. Hemostasis was achieved by manual compression for less than thirty minutes. There was no reported patient injury. The device was stored and prepared in accordance with the instructions for use (IFU). A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer¿s mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of 6f/7f mynx control vascular closure device (vcd) ruptured during the procedure. Hemostasis was achieved by manual compression for less than thirty minutes. There was no reported patient injury. The device was stored and prepared in accordance with the instructions for use (IFU). A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer¿s mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynx control vcd 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The syringe was received separated from the device, and the procedural sheath was not received for evaluation. The stopcock was observed in the open position, and the balloon was found fully deflated. The sealant was found in its manufactured position fully covered by the sealant sleeves. No damages were noted on the sealant sleeves. Per functional analysis, an inflation/deflation test was performed on the balloon of the returned device; and during this evaluation, the balloon was fully inflated with pressure maintained. The balloon was able to be inflated/deflated with proper functioning of the inflation indicator as intended per the mynx control IFU. No damages were observed on the ballon. The reported event of ¿balloon-balloon loss of pressure¿ was not confirmed through analysis of the returned device since the balloon passed functional analysis. The exact cause of the reported incident could not be conclusively determined during analysis of the returned device. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the issue experienced since there was no balloon rupture noted. However, balloon prep and/or handling factors are possible. Although not intended as a mitigation, the mynx control IFU instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. It also states to check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. It should be noted that failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy, which can be mistaken as a balloon rupture. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.